Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous external iliac artery. The non bsc guide wire crossed the lesion and the 6.0 x 40mm x135cm mustang balloon catheter was advanced and inflated at 6atms and ruptured. A non bsc balloon was used to pre dilate then a non bsc stent deployed with post-dilatation with a 7mm mustang balloon to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).